Event description:
It was reported that the catheter became stuck in the wire. The target lesion was located in a moderately tortuous right coronary artery. An opticross imaging catheter was selected for use. During a percutaneous coronary intervention, it was noted that the opticross catheter got stuck with the wire. The physician decided to remove the whole system including the guidewire. It was noticed as the physician was removing the system that the previous stent was being withdrawn with the opticross and wires. The physician was able to successfully withdraw the whole system from the patient. The patient condition was stable throughout this process. The procedure was continued and the physician successfully placed a stent in the patient. There were no patient complications that occurred.